Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 57 mg/dl. The customer consumed snacks to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.